Manufacturer narrative:
Mayfield skull clamp was not returned for evaluation (customer is in the process of possibly purchasing a new one) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported there was movement noted from the a1114 mayfield infinity skull clamp. There was no known patient injury or surgery delay. Additional information has been requested.